Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj) 4 shoulder harness to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a system component failure. The fse replaced the suj harness to resolve the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, errors 23105 and 23103 occurred on arm 4. It was necessary to disable arm 4 to proceed with the procedure. The system is still in use. The procedure was completed with no reported injury.